Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was an issue between the bluetooth connection of the g5 transmitter and g5 application. Patient's father removed the g5 application from the smart device, forgot the device in the bluetooth settings, reinstalled the g5 application, and manually entered the transmitter serial number and the pairing process started. No additional event or patient information is available.